Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for hi display accompanied by symptoms and high blood glucose test results. The customer is concerned with tests results from all results obtained. The expected fasting blood glucose test result range is under 200mg/dl. The customer did report symptoms of weakness, headache and vision problems. Medical attention is not reported as a result of the actual blood glucose results. During follow-up call, customer reported prior medical attention. The product is not stored according to specification in the kitchen drawer. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 10/17/2020 and open vial date is one week ago. The meter memory was reviewed for previous test result history. (B)(6).

Event description:
Consumer reported complaint for hi display accompanied by symptoms and high blood glucose test results. The customer is concerned with tests results from all results obtained. The expected fasting blood glucose test result range is under 200mg/dl. The customer did report symptoms of weakness, headache and vision problems. Medical attention is not reported as a result of the actual blood glucose results. During follow-up call, customer reported prior medical attention. The product is not stored according to specification in the kitchen drawer. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 10/17/2020 and open vial date is one week ago. The meter memory was reviewed for previous test result history. Result 1: 584mg/dl, date: on (B)(6) 2019, time: 9:24am fasting, result 2: 549mg/dl, date: n/a time: n/a, fasting, result 3: hi display, date: n/a time: n/a, fasting, result 4: hi display, date: n/a time: n/a, fasting, result 5: 565mg/dl, date: n/a time: n/a, fasting.

Manufacturer narrative:
(Manufacturer narrative: t, corrected data: f) internal report: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.